Event description:
It was reported that the right ventricular (rv) lead dislodged and had no capture at maximum outputs. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).